Manufacturer narrative:
Evaluation: results: the leads had been cut during explant at 24cm from the proximal tip. A visual inspection of the lead segment body and wires found electrode lead wires 4 through 7 were separated and electrode lead wire #8 was damaged. The damaged lead body and wires occurred at 12cm from the distal tip. The returned lead segment was electrically tested and electrodes 1 through 3 and 9 through 16 measured in specification. The lead body was not bent or kinked. The damage to the lead body and wires is consistent with an overstress condition while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician performed surgical intervention on (B)(6) 2011. The physician identified invalid contacts on the lead. The physician replaced the pt's lead. Follow up identified the pt had effective stimulation postoperative.